Manufacturer narrative:
The lens was returned inside a plastic bag on a triangular piece of white medical sponge. Viscoelastic and a small amount of blood was dried on the lens. The optic was broken or cut into two large portions with irregular borders along the cut line of damage. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. An intraocular lens (iol) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The company lens of (1.50 cyl.) 18.0 diopter was removed and replaced with a non-alcon 20.5 diopter lens. This information would suggest that the replacement lens model of 2.5 diopters higher was an improved selection for this patient's vision needs. Also a failure to follow the (instructions for use) IFU occurred with the use of a non-qualified viscoelastic. The IFU instructs: the company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient was very bothered by the vision. The patient could not work or function properly and it was not getting better with time. Additional information was received stating that the lens was explanted and replaced with other company lens. There was no patient harm and as per the surgeon's opinion, the prognosis of the patient was good.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).